Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device disposition is unknown.

Event description:
There was a revision surgery preformed using the blueprint planning feature. The stryker reverse baseplate was revised. Primary procedure was performed at an outside hospital (no implants sheet available). The stem was a reunion stem and the baseplate was a stryker reverse baseplate. The revision was required because the original surgeon placed the baseplate too high on the glenoid. There was notching of the scapula due to the high placement of the baseplate. Surgeon was able to revise with a tornier baseplate and was able to retain original stem used in the primary procedure. No other information or x-rays available.